Event description:
The customer reported the problem of audio failure and speaker failure. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported the problem of audio failure and speaker failure. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.